Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a cracked oxygen (o2) sensor. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have replaced the o2 sensor. The ventilator passed all testing. Covidien was not authorized to service the device.